Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacing impedances on the right ventricular (rv) lead had been steadily increasing, ultimately reaching greater than 2,000 ohms. Threshold measurement were also noted to have increased. A revision procedure was performed and the rv lead was extracted and replaced without incident. There were no adverse patient effects reported. Approximately 10 months later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.